Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) went blank. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu). The customer called for an on-site service. The covidien customer service engineer (cse) replaced the gui cpu and installed the latest software revision, to resolve the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications. The ventilator is back in service.